Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sporadic leaking of insulin cartridges from multiple boxes, though the user was not observing issues at the time of the call and reported that blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included a review of complaint details and an assessment for device component malfunction related to the cartridge. Investigation of this case revealed no confirmed malfunction at the time of contact and no impact to blood glucose control. It was concluded that the event was non-serious, with no clinical sequelae, and the cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.